Event description:
A surgeon reported after insertion of an intraocular lens (iol), it was noted the trailing haptic was broken. The surgeon removed and exchanged the iol through an enlarged incision. The iol was exchanged for the same model lens. The surgeon reported the use of an unapproved injector and viscoelastic. No further info is expected.

Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. The surgeon reported the use of an unapproved injector and viscoelastic. No further info is expected. (B)(4).